Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from japan, edwards received notification of a pascal precision procedure in the mitral position. Following removal of the guide sheath from the septum, a 3 x 5 mm iatrogenic atrial septal defect (iasd) with bidirectional shunt flow was observed. The right-to-left shunt component was minimal and oxygenation was not affected. However, as blood pressure was trending downward, closure of the iasd was performed.